Manufacturer narrative:
Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio or vibrate or absence of alarm anomalies noted during testing. Device communicated properly with glucose sensor simulator and the guardian link transmitter. The correct test blood glucose value was displayed on the sensor glucose graph screen. No unexpected low alerts, insert new sensor messages, calibration not accepted alerts, change sensor alerts or suspend on low alerts noted during testing. The correct test blood glucose value was sent from glucose meter and received by unit under test; device communicated properly with blood glucose meter. (B)(4).

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer inquired via phone call about the audio issue. The customer¿s blood glucose during the incident was unknown. The device failed the audio test during the call. The device will be returned for analysis.